Event description:
Customer reports she obtained back to back results on her compact system of 69, 101, 159, and 96 mg/dl in less than 5 minutes while on telephone with a customer service. Reports no medications or food taken since previous night (over 8 hours lapse). Customer also reported yesterday she completed a prednisone medication pack and acknowledged it makes her glucose 'fluctuate and go up.' No information provided if patient based any action or inaction on results obtained. The results were obtained in customer's home kitchen and test strips are stored in the bathroom. A request was made for the return of the suspect device and replacement product was sent.